Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button intermittently did not respond to the customer's input. The customer was able to access pump features by plugging the pump into the power source. Blood glucose was 141 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.